Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. The 80% stenosed target lesion was located in the mid left anterior descending artery. A 2.5mm x 15mm quantum maverick balloon catheter was advanced for post-dilatation; however, during inflation at 16 atmospheres, the balloon ruptured. The device was removed and the procedure was completed with another of the same device. No patient complications were reported and the patient status was stable.